Manufacturer narrative:
Pt outcome was not provided by reporter. (B)(4) cannula occlusion is not labeled in the IFU. Event evaluation: still under investigation.

Event description:
Inner cannula was completely blocked. Doctor tried to push it to free up uncovered stent while he was doing it. The black plastic got loose from inner cannula. Doctor had used a tool then he tried to push and retrieve the inner cannula. After a while the doctor was able to unblock it and was able to release top cap the device hasn't been kept. Pt outcome was not provided by the reporter.